Event description:
It was reported that during an implant procedure, when this pacemaker was connected to the leads, the physician was unable to see any paced rhythm or thresholds. The leads were checked with a pacing system analyzer and all was normal so the pacemaker was removed and replaced prior to pocket closure and was never in service. No adverse patient effects were reported. This product is expected to be returned back from the field for analysis. This report will be updated upon completion of analysis.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Baseline testing was completed with the device and no failing conditions were discovered. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that during an implant procedure, when this pacemaker was connected to the leads, the physician was unable to see any paced rhythm or thresholds. The leads were checked with a pacing system analyzer and all was normal so the pacemaker was removed and replaced prior to pocket closure and was never in service. No adverse patient effects were reported. This product is expected to be returned back from the field for analysis. This report will be updated upon completion of analysis.